Event description:
It was reported to boston scientific corporation on 06/10/2009, that a nottingham one-step hydroplus was used during a ureteral dilatation procedure. The physician reported that the device did not work properly while outside the patient. There were no patient complications reported. No additional details are available at this time. Several attempts to obtain additional details regarding the circumstances surrounding this event as well as procedural and patient outcome have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).